Manufacturer narrative:
Product evaluation: the product was not returned. The customer indicated the use of an unspecified cartridge. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the capsular tear could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a hairline crack at the tip of the cartridge after it was inserted into the eye during an intraocular lens (iol) implant procedure. The doctor continued to insert the iol when the cartridge suddenly gave way and split open, resulting a rupture of the lens bag. The doctor proceeded to do a clean up and the surgery was completed successfully. He also noticed a hairline scratch on the optic disc of the iol, near the haptic-optic junction upon completion of the surgery.